Event description:
A patient reported blood glucose meter results of 174 mg/dl, 328 mg/dl, 124 mg/dl, 140 mg/dl and 153 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of percision. A walk through blood glucose test was performed; the patient obtained 217 mg/dl and 218 m/dl on the reported meter.